Event description:
One pt sample with discrepant calcium results. Initial result gave 5.6 mg/dl. Sample repeated twice on different analyzers giving 7.0 mg/dl, each time. Erroneous result was reported. Pt not adversely affected. The field svc rep was unable to determine root cause of discrepancy. Performance test were performed and within specifications.